Manufacturer narrative:
The affected device was returned to nidek for evaluation on 06/03/2014. Nidek service engineer (se) had conducted an evaluation and the mk-2000 hand piece sn: (B)(4) and its parts were tested for proper operation. On evaluation se found that the rotating speed of oscillation motor was out of specification. Se also found that the hinge size, flap size and foot switch cable was out of specifications. Nidek customer service sent the quote to the customer but the customer refused to do the maintenance/repair for the hand piece sn: (B)(4). The hand piece sn: could not be used for surgery. Nidek contacted customer to gather additional information regarding the reported event and confirmed that there was no patient injury involved with the event as the problem was noticed during the testing of the device before the surgery. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek received a complaint from customer on (B)(6) 2014. Doctor reported that during the use of mk-2000; handpiece (hp) sn (B)(4), handpiece appeared to slow down during a pass. Doctor also noticed that the handpiece movement sounded differently than usual. No other problems were reported at the time. Doctor even mentioned that he did not have any problems with the flap cuts. No injury to the patient was reported at the time.